Event description:
It was reported the devices were used during a laparoscopic cholecystectomy. It was reported while removing the scissors from 511sd trocar, the insulation was catching on the flapper valve. The or staff did not save the trocars. There was no consequence to the pt.

Manufacturer narrative:
Endopath curved scissors-based upon the inquiry information received and the visual examination, it was concluded that both instruments were returned with damaged insulation on the shaft. No conclusion could be reached as to why the insulation was "catching on the flapper valve" during surgery.